Manufacturer narrative:
Investigation summary: bd received contaminated samples from the customer facility for investigation and photos were provided to the site for investigation. The site evaluated the photos and the customer¿s indicated failure mode for underfill with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA 470822 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced low draw during use. The following information was provided by the initial reporter: during use this batch, the customer found 12ea tubes have low or no draw issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced low draw during use. The following information was provided by the initial reporter: during use this batch, the customer found 12ea tubes have low or no draw issue.